Manufacturer narrative:
We checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, we confirmed that the control body fluid damage, the u/d knob broken, the bending rubber perforated, the remote control buttons perforated, the segment crushed, the root brace rubber cut, the bending rubber dirty, and the angle wire hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).